Event description:
This hospital reported that this patient was in asystole for approximately 40 minutes before it was detected. This unit's alarm had been turned down to its lowest setting and the patient monitor alarm was turned off. This hospital stated that the asystole would likely had been detected earlier if they had configured them correctly this patient was revived.